Event description:
The customer was unable to calibrate glu. The event is consistent with a malfunction that could have caused a falsely elevated pt result to be reported. Pt samples were not processed or reported. There was no report of pt harm as a result of this event.